Manufacturer narrative:
Correction to h6 due to additional information received. Per the instructions for use (IFU), paravalvular leak (pvl) and central regurgitation are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The edwards sapien 3 ultra transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 ultra valve in a [native mitral valve, native tricuspid valve, previously implanted mitral surgical valve, previously implanted tricuspid surgical valve, previously implanted mitral ring, previously implanted tricuspid ring) is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 ultra valve in this scenario. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the pvl appears to be due to the valve being undersized for this patient and post dilation with +8cc leading to overexpansion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist, approximately 1 week post implant of a 26mm sapien 3 ultra valve in the mitral position via trans-atrial approach, the patient was found to have significant paravalvular leak (pvl) and was brought back for post dilation. Multiple attempts were made to post-dilate the valve with noncompliant balloons (as large as 30mm), but the severe pvl persisted. The decision was made to utilize a 29mm certitude delivery system in an effort to dilate the valve further. The 29mm certitude delivery system did successfully further dilate the valve and reduce the pvl with 8cc additional volume. The delivery system was inflated twice. On the second inflation, the balloon shifted as it was being inflated. After the last inflation a significant central mitral regurgitation jet was noted despite leaflet coaptation. The delivery system and wire were removed from the valve and the valve was assess for 5 minutes to determine if there would be meaningful reduction in the central jet. There was no reduction in the mitral regurgitation jet noted, therefore placement of a second valve was needed. The site had no additional certitude product, so a 29mm commander delivery system and 29mm sapien 3 ultra valve was prepared per standard protocol and introduced through a 26fr dryseal sheath through the transapical access. The valve was delivered successfully, achieving good implant position. The physician deploying the valve reported he delivered 3 additional cc's of inflation volume.